Manufacturer narrative:
(B)(4) . The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead impedance would jump to 1900 and then fall again. There is no indication of intervention.